Manufacturer narrative:
Device reported as implanted on either (B)(6) 2000 or (B)(6) 2006. Two hospitals were reported with this event; it is unknown at which the procedure occurred: (B)(6).

Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.